Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a non-tortuous shunt. A 5.0mm x 100mm x 50cm athletis pta balloon dilatation catheter was selected for the shunt percutaneous transluminal angioplasty procedure. During the procedure, however, the balloon ruptured. The balloon was able to be removed using the normal method, and it was replaced with another athletis device to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Product code - lit, dqy.